Event description:
This lead was implanted on (B)(6) 2011. Patient called patient services on (B)(6) 2012 and states that her incision came open and she is able to see the leads. Patient services advised patient to call their physician. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).